Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, rash, redness, dry skin, and infection, under the overlay patch. The parent reported that the patient was crying and was in pain. The patient was brought to the hospital and the reaction was treated with a prescription of an oral antibiotic, a penicillin, and a 1 percent hydrocortisone cream. At the time of the report the patient´s arm was still covered in rash. No additional patient or event information is available.